Manufacturer narrative:
This report is submitted on june 7, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted (date not reported) due to an infection. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is filed on june 29, 2018.(B)(4).